Manufacturer narrative:
Radiographs received depicted a diassociated set screw from the straight rod at the s1. No product information or explants have been received. DHR review and product investigation cannot be completed, as the device remains in-situ. No revision date is planned as the doctor elects to continue to monitor. Factors to consider: generation 1 screw head does not have anti-splay feature. Generation 2 screw head does have anti-splay feature. Surgical technique of locking inferior screws, moving up towards the superior end of construct and reducing the rod in juxtaposition to the screw head could create possible excessive loading at caudal end of construct. Review of labeling notes labeling, warnings and precautions: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. Postoperative fracture due to trauma, defects or poor bone stock. Postoperative warnings: the patient should be advised that implants may bend, break or loosen despite restriction in activities. The root cause is unknown, but may be the result of some action by the user, which can be the consequence or result or surgical technique.

Event description:
Follow-up exam radiographs showed the set screw detached at s1. Patient is asymptomatic. Surgeon has elected to monitor patient.